Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the microsensor stripped and broke in half when the patient came back from computerized tomography (CT) scan. It was determined that the patient didn't need the microsensor anymore. Therefore, it was just transduced. No patient injury reported and the event did not led to surgical delay.